Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a 26mm sapien 3 ultra case by transfemoral approach in aortic position. While advancing the commander delivery system with crimped valve through the esheath, resistance was encountered due to calcified vessels. After the valve exited the esheath, it was seen that some valve frame struts were bent outwards. Therefore, the valve was retrieved back into the esheath and then the commander delivery system with crimped valve and esheath were removed together as a unit. Not cut down was needed and no injury was caused during device removal. New devices were prepared and then the valve was successfully implanted. The patient was doing well post procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The valve returned crimped on inflation balloon of 26mm commander delivery system. The returned device is visually inspected, and observations were made: two (2) struts bent outward at inflow. Post-expanded valve showed multiple struts exposed through skirt, normal after crimped and used. The leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Two (2) struts remained bent at inflow. The frame was distorted/canted. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed. No potential manufacturing non-conformance were identified. Review of the DHR, lot history, complaint history review and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered due to calcified vessels. After the valve exited the esheath, it was seen that some valve frame struts were bent outwards'. Additionally, noted that patient had calcification of the access vessel'. The presence of calcification can create a challenging pathway during delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive device maneuvering to overcome insertion difficulty could have caused a damage to the valve. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. As such, available information suggests that patient factors (calcification) and /or procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.